Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was unable to be confirmed. Pil did confirm that this touchscreen did not meet specifications for the touchscreen resistance ratios. The touchscreen flex circuit also failed the resistance ratio test. The touchscreen passed all diagnostics tests as well as operational tests after a calibration was performed on the touchscreen. The touchscreen does not meet acceptability requirements despite passing test #2.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was misalignment in the touch position. A field service engineer (fse) went onsite and confirmed the reported issue. A calibration of the touchscreen was attempted to resolve the issue but it was unsuccessful. The fse then replaced the touchscreen and confirmed the reported issue was resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6).